Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Three devices were received for evaluation. Evaluation was able to duplicate the reported event with 1 device; however, no failures were found and the device operated within specifications. 2 devices were not confirmed for the reported event and the devices were operating within specifications. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, in which the devices were reportedly leaking. There was no patient involvement with one reported event, there was patient involvement with two reported events; no patient impact.